Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level at the time of incident was 262 mg/dl and current blood glucose was 437 mg/dl. The customer reported that the insulin pump may have been malfunctioning again and had software error detected pump error alarm. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarm. The insulin pump will not be returned for analysis.